Event description:
A customer contacted beckman coulter inc. (Bci) indicating a loud pop and a burning smell coming from the unicel dxc 600 pro synchron chemistry analyzer. No smoke, sparks, or flames were noted. No operator exposure was noted.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2010 and powered up the system with no issues. The fse indicated that the instrument was very dusty. The fse performed preventive maintenance (pm) on the instrument, vacuumed the power section, the hydro, center smart modules and the hydro pump box. The fse then recalibrated the system and ran controls.